Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "patella was not resurfaced during primary tka. This revision was to resurface the patella. Doctor noticed wear in the medial compartment of the tibial insert. Doctor replaced the surface with the same size surface, and resurfaced the patella using a cat # 6642-2-100, duracon asymmetric 11mm patella. The femur and tibial plate were in great position and well fixed. Hospital will not release the surface or xrays without patient consent. Patient would not consent".